Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Their blood glucose was 473 mg/dl. The customer declined troubleshooting and stated that she treated with a manual injection. The insulin pump will not be returning for analysis.